Event description:
It was reported a patient enrolled in a clinical study underwent a bilateral total knee arthroplasty on an unknown date. Subsequently, patient underwent a left knee revision procedure on (B)(6) 2011 due to pain, cellulitis and infection. Operative report confirmed all components were removed and replaced with cement spacers. Patient underwent reimplantation on (B)(6) 2011. Patient further underwent a left knee radical debridement procedure on (B)(6) 2011 due to a hematoma. Patient underwent a second left knee revision procedure on (B)(6) 2011 due to a recurrent non-healing wound. Operative report confirmed all components were removed and replaced with cement spacers. Patient underwent a left knee re-radical debridement procedure on (B)(6) 2011 due to infection. Operative report confirmed the cement spacers were removed and replaced. Patient underwent reimplantation on (B)(6) 2011.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 10 of 10 mdrs filed for the same event (reference 1825034-2013-05156 / 05165).